Manufacturer narrative:
.

Event description:
It was reported that a revision hip surgery was performed due to disassociation of the hip stem.

Manufacturer narrative:
(B)(4). The investigation is on-going. A supplemental report will be submitted at the conclusion of the investigation.

Event description:
It was reported that the revision surgery was performed to exchange standard offset neck and femoral head.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history records was performed which confirmed no inconsistencies. No further investigation is warranted at this time.